Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. One 8fr navarre drainage catheter was returned for investigation. The catheter was received with a broken stylet. The white stylet hub was not returned for investigation. The clear flexible stylet segment was 52.7cm in length. A microscopic examination of the stylet revealed variable surface conditions along the length of the tube. One end of the stylet exhibited an uneven and jagged fracture surface. The complaint sample was forwarded to the manufacturing facility for further review. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the preparation of ptc procedure, the physician was threading the plastic stylet over the catheter and before he could fully thread it in, the plastic stylet hub allegedly broke. A new catheter was opened to complete the procedure. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the preparation of ptc procedure, the physician was threading the plastic stylet over the catheter and before he could fully thread it in, the plastic stylet hub allegedly broke. A new catheter was opened to complete the procedure. No patient involvement.